Event description:
Additional information received on 20nov2019 from vad coordinator identified the cause of death as multi-system organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiogenic shock, multiorgan failure, and patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019 (post-implant day 15). The cause of expiration was reported as cardiogenic shock and multiorgan failure. Information provided by the account indicated that the device operated as expected and the patient¿s outcome was not considered to be device related. An autopsy was not performed; the device was not explanted and is not available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to cardiogenic shock. There were no reported device issues or malfunctions that caused or contributed to the patient's cause of death. No autopsy will be performed. The device will not be explanted and not returned for evaluation. No further information was reported.